Manufacturer narrative:
No product was returned for evaluation, no x-rays were provided and no response to requests for additional information were received. The investigation was completed with the information available. The lot number was not provided, therefore, the review of device history records cannot be performed. The root cause of this event cannot be conclusively determined with the available information, however the following root causes were determined as potential root cause of this type of issue: rc#4.1: the rod is not well approximated to the saddle of the screw as a result of incomplete rod reduction maneuvers. Rc#4.2 additional construct manipulation, (ex. Compression, distraction, in situ bending, reduction, etc) after final locking, can loosen previously tightened blockers. Rc#4.3 blocker cross threading. Rc#4.4 use of competitive cocrmo rods. Rc #4.5 non optimal contacts between the saddle of the screw and the rod due to the angulation of the screw, which lead to a non-optimal tightening of the blocker.

Manufacturer narrative:
Additional information will be provided upon further investigation of the event details.

Event description:
It was reported that an instinct java set screw loosened postoperatively. Additional information was requested but has not been received.